Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds and low impedance measurements. The rv lead was successfully replaced. No additional adverse patient effects were reported.